Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding over resection, involving a rio restoris - partial knee sw app it, catalog: 205389-01 was reported. Method & results: device history review:not performed as the reported device is software. Complaint history: based on the device identification (pn 205389-01) the complaint databases were reviewed from 2011 to present for similar reported events regarding over resection. There were no other reported events for the listed catalog number. Conclusions: the session data from the case were reviewed. An analysis of the bone registration, checkpoint values, probe check, rio registration, and over resection from visual on bone preparation page was completed (see attachment). Based on the results, it was confirmed that the burr data was 4.29mm past the white boundary. However, all system checks were within tolerance.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case, the surgeon experienced unanticipated over resection of bone. No bone fracture reported by surgeon. Case was successfully completed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case, the surgeon experienced unanticipated over resection of bone. No bone fracture reported by surgeon. Case was successfully completed.